Event description:
The customer reported the system displayed a precharge voltage error message during a case causing the system to shut down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The system was then found to be operating as intended.